Manufacturer narrative:
(B)(4)

Event description:
It was reported the balloon stuck to the guidewire, guidewire fracture, and removal difficulties occurred. It was reported that during a procedure a 300cm pt2 guidewire and another manufacturer's balloon catheter were advanced through the superficial femoral artery (sfa) / popliteal artery. After inflation, the wire was unable to be removed from the balloon. The wire and balloon were removed together which was "very difficult." After removal, the physician saw via digital subtraction angiography (dsa) a piece of wire was still in the patient. The fragment was removed from the patient using a snare and the patient was "ok" following the procedure.

Manufacturer narrative:
Device evaluated by MFR: the returned device consisted of the proximal segment; the distal segment was not returned. The upn and lot number of the returned device match those provided by the customer. Visual inspection revealed the core wire was broken; the segment measured 261.8 cm from the proximal end to the break. The outer diameter of the mid-section and the proximal section were within specification. Overall length and outer diameter of the distal tip could not be determined due to device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID (B)(4) / tw (B)(4).

Event description:
It was reported the balloon stuck to the guidewire, guidewire fracture, and removal difficulties occurred. It was reported that during a procedure a 300cm pt²¿ guidewire and another manufacturer¿s balloon catheter were advanced through the superficial femoral artery (sfa) / popliteal artery. After inflation, the wire was unable to be removed from the balloon. The wire and balloon were removed together which was ¿very difficult.¿ after removal, the physician saw via digital subtraction angiography (dsa) a piece of wire was still in the patient. The fragment was removed from the patient using a snare and the patient was ¿ok¿ following the procedure.